Event description:
Consumer used pen needle for her injection. Injection went smoothly without pain. When consumer went to pull the needle out of her skin, it hurt badly. The next day, consumer's leg swelled up. Consumer did seek medical attention for this event and md gave her antibiotic to take orally as a "just in case". Consumer experienced the same issue again. Consumer is not concerned as she is already on the antibiotic.

Manufacturer narrative:
Eval summary: issue: injury related to product. Eval: regulatory compliance complaint laboratory received (67) sealed bd 31g, 8 mm pen needles (lot# 9189609). Customer states went to pull the needle out of her skin and it hurt badly. (Thirteen) out of (67) pen needles were evaluated and the pen needles exhibit proper point geometry, ample lube, and met specs for cannula od. Complaint history check yielded one other complaint for similar issue for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports. Cannot confirm complaint as a defect. No further action required.